Event description:
A customer reported a system message displayed and the system locked during a vitreoretinal procedure. It was noted that there was a leak at the probe connection to the system. The case was unable to be completed and a second procedure was performed four days later. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and confirmed the reported system message. The company representative replaced the kit assy, cylinder fluid, and reseated the supervisor cables. The company representative also performed a system retrofit. The system was then tested and found to meet product specifications. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).